Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the lcp plate was broken. The plate was initially implanted on (B)(6) 2020, for a radius shaft fracture. On (B)(6) 2020, the plate was removed and replaced with an lcp plate. No surgical delay or patient status was reported. No further information is available. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) ti lcp one-third tubular plate w/collar 7 holes/81mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: customer quality (cq) zuchwil selected flow: damaged. Visual inspection: the received plate broken apart at the 4th hole. Furthermore, there are several mechanical damages visible on the surface. In general is the device is in a very used condition with discolorations and scratches all over. The anodized layer is worn away which is also an indication for post-manufacturing caused damages. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: plate width drawing: caliper: 3-01-19788 dimension drawing: dimension measured: result: pass. Feature: plate thickness (intact hole) drawing: caliper: 3-01-19788 dimension drawing: dimension measured: result: pass. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material (ti-cp) was used according iso 5832-2. Summary: the complaint condition is confirmed as the plate was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot: part: 441.371s, lot: 6l00752, manufacturing site: grenchen, release to warehouse date: sept 18, 2019, expiry date: sept 1, 2029 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.